Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was receiving prialt (4 mcg/ml at 0.547 mcg/day) and baclofen (3000 mcg/ml at 410.3 mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient's pump was being programmed off permanently due to the patient having an infection. The rep stated that the patient fell in november and got an ulcer on their back and the catheter was showing. The patient now has an infection. The rep mentioned that the patient was now on oral medications.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown , product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8598a lot# serial# (B)(6). Implanted: (B)(6) 2008. Explanted: product type catheter product ID 8711 lot# j0058116r. Implanted:(B)(6) 2001. Explanted: product type catheter product ID 8596sc lot# serial# (B)(6), implanted:(B)(6). Product t ype catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8596sc serial/lot# (B)(6), ubd 2018-02-02, UDI# (B)(4). Product ID: 8598a serial/lot# (B)(6), ubd 2010-01-16, UDI# (B)(4). Product ID: 8711serial/lot# (B)(6), UDI# (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a company representative (rep) reported that the patient was unaware that anything was wrong at the time of the fall. The patient fell in (B)(6) 2021 and subsequently got an ulcer over time which led to the catheter sticking out after a few months. The devices were explanted due to the patient having an infection. There was nothing wrong with the device, but because the patient had an infection, the physician made the decision to have them removed. They will not be sent back for analysis. The rep noted that when the patient was cleared and the infection was gone, they will be implanting new devices. The patient's weight was asked but unknown.